Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017 due to high blood glucose that could not register on a meter. The cause of death was pulmonary hypertension and diabetes. The caller stated that the customer also had arthritis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 2 days prior to passing. The customer was taken off pump therapy as the concentrated insulin was too strong for her and they began to think that it was hard for the customer to use the pump. The customer was not using sensors. The caller declined to return the insulin pump for analysis.